Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision femoral tibial sleeve clamp kept slipping off while tightening the stems on the respective components. It was also reported that they were able to get through the case and tighten each component effectively.

Manufacturer narrative:
Additional narrative: examination of the returned wrench confirmed the device was not functioning properly. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.